Manufacturer narrative:
Section d9: a portion of the percutaneous lead was returned for evaluation. Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline as well as the submitted images did not confirm an issue that could have contributed to the reported alarms and pump stop events. Although a specific cause could not be conclusively determined during this evaluation, based on previous complaint history, the abnormal pump operation captured in the submitted log files appeared to be consistent with potential driveline wire compromise. A distal-end driveline replacement was performed on (B)(6) 2023 and approximately 18.5¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The silicone jacket, bionate cover, and metal braided shield layers were carefully removed to examine the underlying driveline wires. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The patient remains ongoing on heartmate ii left ventricular assist system (lvas). The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to clean and care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental findings: layers of tape were observed approximately 2¿-15¿ from the controller connector, and underneath, superficial tears in the silicone jacket of the driveline were observed approximately 2.5", 4.5", 7", 9.75", 12.5", and 14" from the controller connector. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had additional pump stops throughout february. The patient was experiencing pump stops on both the power module and battery power. The patient reportedly had symptoms of lethargy and lightheadedness. They were advised to avoid activities that would put strain on the driveline including crouching over. The patient's plan of care would be to continue to monitor the driveline damage, and if needed they would be admitted and started on a dobutamine drip.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed. Related manufacturer's report: 2916596-2019-00591.

Event description:
It was reported that the patient experienced a controller fault alarm and performed a controller exchange at home as the green light was off on the controller. Upon admission, the patient was on a grounded cable until being switched to ungrounded cable. 3 pump stops were noted on interrogation. The submitted log file showed 6 pump stops and 5 low speed alarms on (B)(6)2023 while connected to batteries. The patient's known short to shield may have matured into a phase to phase short. The new controller captured 6 pump stops and 12 low speed alarms on (B)(6)2023 0while the patient was using wall power. The x-rays showed a few suspect areas on the external portion of the driveline. An external driveline repair was performed but it was later communicated that a pump stop occurred after the driveline revision while connected to an ungrounded cable. The patient reported dizziness during the pump stops. Additional pump stops were recorded on (B)(6)2023 and (B)(6)2023. Related manufacturer's report: 2916596-2023-00449